Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported the patient had a new catheter exchange on a 6fr tl powerpicc on (B)(6) at night. Additional information received 7/13/2023: catheter was replaced due to a leak. The doctor passed the catheter, there was no flow and reflux, an image exam was performed and detected the need for this exchange, dr. Can complement as necessary. The catheter was exchanged in a surgical center by the same doctor who did the previous one. Patient received sedation, and the patient and family were dissatisfied, but no infection, for the time being identified. Dr. Followed the case closely. Treatment continued with the new catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 6 fr triple lumen powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 9 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Customer reported the patient had a new catheter exchange on a 6fr tl powerpicc on (B)(6) at night. Additional information received 7/13/2023: catheter was replaced due to a leak. The doctor passed the catheter, there was no flow and reflux, an image exam was performed and detected the need for this exchange, dr. Can complement as necessary. The catheter was exchanged in a surgical center by the same doctor who did the previous one. Patient received sedation, and the patient and family were dissatisfied, but no infection, for the time being identified. Dr. Followed the case closely. Treatment continued with the new catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer reported the patient had a new catheter exchange on a 6fr tl powerpicc on (B)(6) at night. Additional information received 7/13/2023: catheter was replaced due to a leak. The doctor passed the catheter, there was no flow and reflux, an image exam was performed and detected the need for this exchange, dr. Can complement as necessary. The catheter was exchanged in a surgical center by the same doctor who did the previous one. Patient received sedation, and the patient and family were dissatisfied, but no infection, for the time being identified. Dr. Followed the case closely. Treatment continued with the new catheter.